Manufacturer narrative:
The ment representative trained them on emitter placement, head strap being too tight and the correct position and tightness needed and also where the mayo stand had to be placed during surgery. He said, the case proceeded with no further issues. Case resolved with training. No impact on patient outcome reported.

Event description:
Site called in to report that the instruments for the fusion system were not tracking properly and they were already navigating for about 1 hour. They tested, the interference value and it was showing at 3.4 for the suction. The nurse then moved the emitter up with an instrument and the interference value dropped from 3.4 to .4/.5. Tech services explained that the interference value was close to 3.5 and that was the tracking limit, so there was something causing the interference to be high. The site was able to proceed with surgery with no impact on patient outcome reported.